Event description:
It was reported that the patient was hospitalized due to an infection by his device. The infection started the day prior to the report, and the patient was hospitalized that same day. The patient was to undergo a revision of where the battery was placed. Additional information about the revision and outcome were requested. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).